Event description:
The customer reported that the philips information center ix (pic ix) central monitoring works, but the alarm central station flags an error; it does not repeat the alarms in the rest of the bays. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.